Event description:
During evaluation of a transfer set, the patient adapter was found to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A visual inspection identified an additional issue of a damaged patient adapter. Marks were observed on the outside of the luer indicative of tool use. Clear passage testing, clamp function testing, and leak testing were performed with no issues noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.